Event description:
Legal case ¿ USA (mdl no. 3044) (ngg) (mmh). Case no: (B)(4). It was reported via legal documentation that approximately 98 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, suffering, discomfort, trouble walking/standing, need for additional surgery and therapies and any other harm and loss available under the law. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Concomitants: 1948839, 204-23-09 - ps tibial inserts sz 3, 9mm. 2409220, 201-78-10 - holding pin headed long 2 pack. 2409229, 201-78-10 - holding pin headed long 2 pack. 2527484, 201-78-10 - holding pin headed long 2 pack. 2550063, 234-03-03 - optetrak asy,ps cemented femoral, sz 3. 2557947, 234-02-03 - optetrak asy,ps cemented femoral, sz 3. 2834688, 204-04-34 - trapezoid tibial tray sz 3f/4t. 2945459, 201-78-15 - holding pin mini sharp point 4 pk. 2993680, 200-02-32 - three peg patella 32mm. 33039, 203-96-01 - (11-2222) saw blade new stryk (.050). 3573844, 204-04-34 - trapezoid tibial tray sz 3f/4t. 3584346, 200-02-32 - three peg patella 32mm. 42146, 203-96-10 - (11-2325) stryker 2000 90x13mm .050"" 1.27mm. The product associated with the reported event is within the scope of recall z-0019-2022. However, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.